Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn: (B)(4), found overinfusion by more than 14.5% at standard test conditions with a typical therapeutic rate of 300mcl/day. The root cause was not determined. The pump will be subjected to long term dispense and weight testing.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump provided partial relief of the patient¿s symptoms. In 2012, the ¿pump apparatus stopped working.¿ the patient requested that the pump and catheter be removed. The patient recovered without sequela. The pump system was being used to infuse morphine. Further follow-up was conducted to obtain additional information pertaining to the cause of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional analysis on the pump was completed. No additional anomalies were found during destructive analysis. Method code 37 is also applicable to this event. Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.